Event description:
Customer reported air in blood with no air in blood alarm. There was no pt injury or medical intervention.

Manufacturer narrative:
Device was being used for pt treatment at time of incident. There were no known physiological or procedural factors involved. Cpt/dtf history review required and described below. Review of dtf history does not apply. Review of cpf history showed no related defects since machine was released to field. Secondary search of dtf history showed no related defects. Test results/analysis and any data recorded: the reported condition was not duplicated. It is possible, at high blood flow rates, for bubble to move just past detector unit before clamp fully stops all blood flow. This can give users perception that uabd did not react appropriately. However, it is not clear if this is what the facility saw, and reported in this incident. Following safety analysis applies: air in blood alarm, as described in section 5-11 of the cs3 operator's manual, results in visual and steady audible alarm. Venous clamp occludes return line and stops blood pump, isolating pt from machine. Response would be same even of uabd indicated that air was in blood when in fact it was not, thus false alarm. In event of not being able to reset alarm pt is still safe because venous clamp is still clamped and blood pump is still stopped. In addition blood can be returned to pt manually by following manual blood return procedure in operator's manual. Follow-up action: above testing indicates that this component/assembly met mfg specifications. Failure mode described in this complaint is addressed by corrective action analysis number(s): far#950033.